Event description:
It was reported that pump critical alarms due to ¿reset occurred ¿ low battery¿ and ¿safe state occurred¿ were heard and confirmed by telemetry. The clinician also stated that the pump logs showed some motor stalls as well that started in (B)(6) 2013. There was a pump refill approximately 2 days prior to the motor stall. The motor stall recovered fairly quickly, but other motor stalls were seen as well. It was indicated that the pump was to be replaced; however, no date was scheduled. No patient symptoms were reported. The device system delivered lioresal. It was later confirmed that the pump was replaced. It was later reported that the patient had originally presented to the emergency room (ER) because they could hear the pump alarming. After the pump was interrogated and the low battery alarm was noted, the patient was placed in-patient. Over the following several hours the patient began to experience tachycardia, pain and increased spasticity. The patient was taken to the operating room (or) and the pump was replaced after verification of a patent catheter. At the time of the replacement surgery the pump was programmed to minimum rate. Following the replacement the pump was resumed to the patient¿s dose prior to the replacement. Post-surgery the patient was reported to have been doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j10969r43, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4), revealed a pump motor feedthru anomaly involving shorting across the insulator.